Event description:
During an angioplasty of a stent in a "tips" procedure, the balloon dilated teh end of the sheath. The radiopaque band broke off the sheath. The bond was tacked down with another stent. The band is stable and no patient complication was related.